Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient leaned on the patient programmer (pp) while hooking up their wheelchair and they stated it almost knocked them out of their wheelchair. The patient noted they may have hit the up button. The patient stated the device had not been working right ever since and they requested a representative (rep) for reprogramming. The patient stated they thought they leaned on the increase button and it surged stimulation up so high. The patient stated they almost fell out of the wheelchair. They reported they barely got it turned off and they were losing their breath and experiencing kidney cramps and everything. The patient noted the device just seemed like it was out of filter. No further complications were reported. Follow-up was conducted.